Event description:
It was reported that the pump module had an under infusion. 20mg of methotrexate and 51.6 meq of sodium bicarbonate were in 860 ml of d5w and programmed at 215ml/hr to infuse over 4 hours. After 4 hours there was still medication left in the bag. The nurse increased the volume to be infused. Infusion lasted 4 hours and 31 minutes. Pump stated 964ml had infused. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an under infusion. 20 mg of methotrexate and 51.6 meq of sodium bicarbonate were in 860 ml of d5w and programmed at 215 ml/hr to infuse over 4 hours. After 4 hours there was still medication left in the bag. The nurse increased the volume to be infused. Infusion lasted 4 hours and 31 minutes. Pump stated 964 ml had infused. There was patient involvement but no patient harm.